Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product has been requested to be returned for evaluation. It has not been received. A follow-up report will be submitted if further info is obtained.

Event description:
The date of event is unk. Customer reported the smartsite fell apart during an unspecified medication infusion. No pt harm reported. No additional info was available.